Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "lump", ¿hot to the touch", "not sure if implant is ruptured or not¿, "swelling" and a "lump.¿ physician reported the ¿implant that has shifted slightly." The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5.,h.6.

Event description:
Later it was reported by the patient cysts or lesions, swelling of breasts, ¿left side implant with fluid buildup, ¿implant is folding upwards¿ and ¿feel like I am being electrocuted every 5 seconds¿. The device remains implanted.

Event description:
Later it was reported by the patient ¿left side implant with fluid buildup, ¿implant is folding upwards¿, "going towards collarbone", ¿feel like I am being electrocuted every 5 seconds¿ and having a "textured device."